Event description:
Medtronic defibrillator installed in 2006 to replace guidant defibrillator. Medtronic defibrillator model # 7232cx and lead model #507658. Dr. Has informed me the defibrillator and leads would have to be replaced, and it requires "life treating surgery" dates of use: 2006 - 2008. Diagnosis or reason for use: bad heart.